Manufacturer narrative:
Additional information: b2, b5. B5: upon follow up, it was reported that on an unknown date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient was recovering from the events. The same day as the peritonitis diagnosis, pd therapy was stopped, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.